Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt as well as damage to the epoxy header region and cuts at the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests being performed. The device passed the electrical test performed. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's device was reportedly activated without any problems.

Event description:
The recipient is reportedly experiencing facial nerve stimulation with device use. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the issue. Revision surgery has been scheduled.